Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates cannot be determined; however, the expiration date was reported to be may 2012. (B)(4). A visual examination revealed that approximately 46.0 cm of the core wire was exposed and protruding through the coil wraps approximately 53cm from the distal tip. Numerous bends of varying severity were observed over the length of the core wire. The od of the coil wraps have regions of scraped ptfe coating scattered over the length of the guidewire. The exposed core wire was found fractured 0.2mm from the proximal end of the distal tip weld. The condition of the returned unit was not consistent with the customer complaint that the coating of the wire was peeling away. However, based on the investigations results that the core wire was found fractured, the device is otherwise damaged. The most probable root cause is undeterminable. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the lot.

Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a colonic stent placement procedure performed on (B)(6), 2010. According to the complainant, when the wallstent superstiff guidewire was loaded through the catheter of the colonic stent it was noticed that the coating of the guidewire was peeling away. There was no complaint or issue regarding the colonic stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; "the core wire was fractured and the coil was stretched".